Event description:
It was reported that immediately after the device was replaced for elective replacement indicator, the right ventricular lead was observed with high and varying impedance measurements. High impedance was noted on the shocking coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.